Manufacturer narrative:
. Section e1 - telephone number:(B)(6). Section g4 - PMA/510(k) #: this report is being filed on an international device; tecnis enhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis enhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h4: device manufacture date: unknown, as the serial number was not provided. Device evaluation product testing could not be performed because the product was not returned (the lens remains implanted). Therefore, a failure analysis of the complaint device cannot be completed, and the reported event cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that around the middle of (B)(6) 2024, after the preloaded toric intraocular lens (iol) was implanted, the patient experienced a strange vision and visited the hospital. It was confirmed that the iol rotated 90 degrees during an examination. On november 1st, 2024 the iol was a repositioned rotationally. The physician commented that since there were adhesions at the time of axial correction, it was highly likely that the rotation occurred before mid-october. The iol should have rotated before the adhesion, and at that time, the patient did not feel any strange sensation and may have complained of strange vision due to other factors. Through follow-up, we learned that the patient experienced blurry vision suddenly. No further information was provided.